Event description:
The article, "late-onset amplatzer-related endocarditis", was reviewed. A (B)(6) year-old man presented to the emergency department for fever and signs of peripheral embolization; the patient had been discharged 5 days earlier, after a 1-month hospitalization for severe acute respiratory syndrome coronavirus 2 respiratory failure. Eleven years earlier, the patient had undergone percutaneous correction of patent foramen ovale, performed for transient ischemic attacks, using an amplatzer septal occluder (aso). A (B)(6) sepsis, probably secondary to an abscess in the site of prior radial artery puncture, developed during his coronavirus disease-2019 hospitalization. The patient was treated with daptomycin and the patient was discharged home with no obvious signs of endocarditis on transthoracic echocardiography (tte). In the current admission, a new tte was performed, showing a filamentous mass attached to the prosthetic device protruding into the left atrium. The transesophageal echocardiogram (toe) suggested the mass originated in between the amplatzer discs. Cardiac computed tomography identified the origin of the vegetation from the v-shaped space between the two angled discs. The 3d intraoperative toe where the vegetation had surprisingly disappeared. Surgery consisted of removing the aso using minimally invasive thoracic approach and the atrial septum was repaired with a pericardium patch. The article concluded that tate-onset aso-related endocarditis has been rarely reported but should not be overlooked. The primary and corresponding author is nicola gaibazzi, md, cardiology and cardiac surgery departments, parma university hospital, via gramsci, 14, 43123 parma, italy, with email address : ngaibazzi@gmail.com].

Manufacturer narrative:
As reported in a research article, a patient underwent percutaneous correction of patent foramen ovale, performed for transient ischemic attacks, using an amplatzer septal occluder (aso); an event of (B)(6) sepsis, filamentous mass attached to the prosthetic device protruding into the left atrium, and device explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt600034288 revision c "precautions: the use of this device has not been studied in patients with patent foramen ovale."